Event description:
It was reported that the ambulance the crew missed the safety hook causing the cot did not tip but did not drop to the ground. There was patient involvement but no adverse consequences. There was patient involvement, however no adverse consequences are reported.